Event description:
It was reported that an infusor had droplets of fluid inside the housing and on the outside of the reservoir. The device was filled with an unknown chemotherapy drug. This event was noticed during use of the device. It was further reported that the nurses attached the luer backwards to flush the line. There was patient involvement, but there was no report of patient injury, medical intervention necessary or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not available, an evaluation could not be performed. Should additional relevant information become available, a follow-up report will be submitted.